Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. Technical services (ts) was contacted, and ts discussed possible causes. The ra lead remains in service. No adverse patient effects were reported.